Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck with a blue screen. A technical support specialist reinstalled the remote support service agent and remodified the path to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station stuck in care fusion blue screen. The customer stated that this malfunction caused a delay to the patient care and the customer managed to get medication from another station. There were no adverse events or injuries reported based on this event.